Manufacturer narrative:
This report is a duplicate of MFR. Report #2916596-2018-01448. Due to the use of a new complaint handling database, we are unable to submit a follow up associated with the previous MFR number. This duplicate regulatory report is being submitted intentionally to ensure appropriate tracking and submission of the supplemental report upon closure of the investigation. Since new information has not been provided to abbott, 18jun2019 is the aware date. Description of problem or event: the referenced short to shield and percutaneous lead cut away was reported on medwatch MFR report # 2916596-2018-00427. Approximate age of device - 1 year, 4 months.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that one pump stoppage was observed. Log files were submitted for technical review. The manufacturer¿s technical service representative reviewed the log files dated from (B)(6) 2018 and observed a pump stoppage on (B)(6) 2018. This took place while the patient was connected to battery power. A previous percutaneous lead (driveline) replacement had been performed. The pump was exchanged. The patient was reported to have done well postoperatively and has been discharged home.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a potentially compromised driveline was also confirmed based on the evaluation of vad-61798. The pump was returned with the driveline cut approximately 1¿ from the pump housing and the severed portion of driveline was returned in two portions, a 7.5¿ portion and a 32.5¿ distal end portion. The sealed inflow conduit, the sealed outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump outlet port. Continuity and hipot testing were performed on the 1¿ pump end and 32.5¿ distal end portions of driveline which did not identify any breaches to the wires that would have resulted in the reported event. Electrical continuity testing of the 7.5¿ portion of driveline did not reveal any discontinuities or shorts. The shielding and bionate were removed, and examination of the underlying wires revealed breaches in the insulation of the orange and yellow wires at what would be 7¿ from the pump housing. Further examination of the 7.5 portion of driveline revealed a breach in the insulation of the red wire at what would be 8.25¿ from the pump housing. The conductors of these wires were exposed. The insulation breaches of the wires appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in this area. There was no evidence of mechanical damage such as crushing or pinching. The breaches in the wire insulation of the orange, yellow, and red wires could have also resulted in a pump stoppage if the exposed conductors of any of the wires contacted the braided shield and electrically shorted to ground while the patient was supported by a tethered power source, such as the power module or the mobile power unit. The wire damage could have also resulted in a pump stoppage if the exposed conductors from two or more of the wires, from different phases, made direct contact with each other or simultaneous contact with the braided shield while the patient was supported by 14 volt lithium-ion batteries or an ungrounded 14 volt power module patient cable. The heartmate ii lvas patient handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii lvas IFU discusses damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.